Event description:
The facility's biomedical engineer reported an infusion pump with an 812:02 failure code which was observed during biomed testing. The hospital representative stated to baxter customer service that they have no record of any patient incident involving the pump since th last baxter service event.